Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture was noted on the right ventricular (rv) lead. As a result, no rv threshold or r-wave measurements were available. The rv lead remains in use. No patient complications have been reported as a result of this event.